Event description:
An aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The patient's aortic neck was 20 mm in diameter and was reported to be severely calcified. It was reported that pre-procedure the physician expressed concern that if the stent graft did not seal, balloon angioplasty may rupture the aortic neck. After successful implantation of both the bifurcated and iliac stent grafts a small proximal type I endoleak was detected and ballooned with a 25 mm balloon. It was reported that angiograph demonstrated extravasation above the stent graft. A stent was implanted above the renal arteries but the leak worsened. The patient's blood pressure began to drop and the decision was made to convert the patient to open surgical repair. It was reported that the conversion procedure lasted nine hours and the patient was resuscitated twice. The patient was compromised due to cardiac risk and significant blood loss. It was reported that the patient was not considered to be a candidate for surgical repair and expired post operatively due to unknown causes.